Manufacturer narrative:
(B)(4).visual inspection confirmed foreign particle in the device. This failure occurred during visual inspection in the manufacturing process by the supplier. Supplier was informed. (B)(4).

Event description:
On (B)(6) 2012 the customer stated that they noticed a 1mm black fluff inside of housing at the visual inspection.(B)(4)